Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's left hip was revised. Surgeon reported that patient had high cobalt and chromium ions. Rep reported that trunnion wear was found intra-operatively.